Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached the battery recommended replacement time (rrt) earlier than expected. The voltage began to drop unexpectedly, which indicates a confirmed battery depletion behavior. The available data does not allow determination of the root cause. The technical service results were shared with the healthcare professional. A return of the device was recommended to allow a detailed analysis. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached the battery recommended replacement time (rrt) earlier than expected. The voltage began to drop unexpectedly, which indicates a confirmed battery depletion behavior. The available data does not allow determination of the root cause. The technical service results were shared with the healthcare professional. A return of the device was recommended to allow a detailed analysis. No adverse patient effects were reported. Additional information indicates that this icm was explanted and replaced due to premature battery depletion. No adverse patient effects were reported.